Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 11 mg/dl at the time of the incident. Customer stated the other blood glucose value was 342 mg/dl, 300 mg/dl to 500 mg/dl. Customer stated insulin pump was alleging over delivery. Customer stated the drive support cap appears normal. Customer was treated with food. Customer had using insulin pump system within 48 hours of reported low blood glucose event. Troubleshooting was performed. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.